Manufacturer narrative:
(B)(4).

Event description:
After two firings were successful, the device could not be fired anymore. Idrive was used. Used a competitor's device to complete the procedure. Thoraco/pneumothorax the event occurred in use for patient. The procedure was completed with another device. The surgical time was not extended. The status of the patient: no problem. Additional tissue resection is not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. No bleeding occurred.

Manufacturer narrative:
Received a photograph of the device on (B)(6) 2016.

Manufacturer narrative:
(B)(4). Device evaluation summary: post market vigilance (pmv) led an evaluation of one stapler reload opened and returned by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection of the cartridge revealed that the reload had a full staple complement. The reload was loaded into a pmv representative instrument for functional testing. The reload was applied to test media with proper transection and staple formation. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Visual and functional testing of the returned product confirmed the product tested satisfactorily and the reported condition was not confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.